Event description:
It was noted after initial implant that the patient experienced discomfort in their chest. Chest x-ray confirmed that the right ventricular lead (rv) was dislodged. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.